Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% rsoc may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. Additionally, the high max error was unable to be reset during functional testing, likely due to a problem with the main integrated circuit (ic). As a result, the reported battery not charging event could not be confirmed; however, the high max error might be what the patient experienced during the reported event. The most likely root cause of the reported event can be attributed to a battery that is out of calibration. The most likely root cause of the max error unable to be reset during testing can be attributed to a faulty integrated circuit. An internal investigation evaluated battery main integrated circuit malfunctions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.